Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The rep found that the mobile view station (mvs) would not boot. He replaced the fuses. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that the imaging system was not booting up. The issue discovered during a system checkout outside of a clinical setting.